Event description:
The customer reported the device's battery indicator would intermittently change between amber and green. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the device's battery indicator would intermittently change between amber and green. No pt involvement was reported. A biomed evaluated the device and verified the failure. The biomed ended up replacing the battery latch assembly and the battery pcb assembly at the back of the battery compartment to resolve the issue. The device remains at the customer's site. We cannot determine the cause of the failure as multiple parts were replaced.